Event description:
The manufacturer received information alleging a ventilator service required alarm occurred on a trilogy evo device. The device was replaced with another device. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. Philips is currently investigating this complaint. The device has been received by the manufacturer service center and is currently awaiting evaluation. A supplemental report will be submitted as due.